Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. Since a couple of months intermittent hearing with the implant was reported. Initially when putting some pressure on top of the implant, the user could hear again, but since a couple of weeks, the sound completely disappeared. The user was explanted on (B)(6) 2022.

Event description:
The user's hearing performance with the device was affected. Since a couple of months intermittent hearing with the implant was reported. Initially when putting some pressure on top of the implant, the user could hear again, but since a couple of weeks, the sound completely disappeared. The user was explanted on (B)(6) 2022.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. Furthermore, silicone damage of the demodulator housing was very likely caused during surgery by improper handling with surgical tools with no impact on the implant performance. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.